Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the returned unit, which confirmed the complainant¿s experience of arcing to non-target tissue. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: lap excision of endometriosis detailed description of event: assisting surgeon (dr. [Name]) got a shock when using the instrument. Case went on fine after another scissor was opened and used. Applied medical rep was not present in surgery or hospital. Information was given to rep earlier this week. Hospital currently has device in materials office waiting to send back. Hospital would like a product replacement. Additional information received via email on 19nov2021 from [name], applied medical account manager I: no patient injury, patient is okay. No photos are available of the device. The device was not reprocessed. Patient status: no patient injury, patient is okay. Type of intervention: case went on fine after another scissor was opened and used.

Event description:
Name of procedure being performed: lap excision of endometriosis. Detailed description of event assisting surgeon (dr. [Name]) got a shock when using the instrument. Case went on fine after another scissor was opened and used. Applied medical rep was not present in surgery or hospital. Information was given to rep earlier this week. Hospital currently has device in materials office waiting to send back. Hospital would like a product replacement. Additional information received via email on 19nov2021 from [name], applied medical account manager I: no patient injury, patient is okay. No photos are available of the device. The device was not reprocessed. Patient status: no patient injury, patient is okay. Type of intervention: case went on fine after another scissor was opened and used.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.